Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day for this event. The patient was treated with vancomycin 1.5 gram, (route and frequency not reported) and intraperitoneal (ip) fortum 1.5 gm, in bag (frequency not reported). The cause of the peritonitis was a break in aseptic technique further described as not wearing a mask and the area not properly cleaned prior to starting pd therapy. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental report will be filed.